Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient was not feeling stimulation and was voiding more often since (B)(6) 2016. The patient was getting the poor communication screen with and without the antenna attached to the patient programmer on (B)(6) 2016 and had replaced the batteries in the programmer. The patient contacted their health care provider's (hcp's) office and was told to call the manufacturer. The patient used the antenna, confirmed it was secure, and synced with the implantable neurostimulator (ins), but this did not resolve the issue. The patient couldn't communicate to the ins. The ins was (B)(6) months old, the patient's symptoms had returned, and their implant may be dead. The consumer further reported that the poor communication, loss of stimulation, and voiding more often had been resolved. It was not communicating at all before the new battery was put in. Stimulation was more often than with the other batteries. The patient was voiding less often now. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.